Manufacturer narrative:
(B)(4) (importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. It was reported that there have been 100 case reports of separation between needles and threads during suturing or thread line breaks during operations by different surgeons. There was no case specific information provided. Additionally, item number/lot number was not provided. Attempt to obtain information resulted in no specific information provided. Manufacturing site evaluation: samples received: 65 unopened and 2 open race-packs. Analysis and results: there are no previous complaints of this code batch. (B)(4) units were manufactured and distributed of this code batch, there are no units in stock. Received 65 closed and two open units. One of the open units had two needles detached, and the other unit the thread was broke approximately 0.5 cm below the needle attachment area. Tested the knot pull tensile strength of the sample received and the results fulfills the OEM requirements. Tested the needle attachment strength of the closed samples received and the results fulfill the OEM requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Results of the samples received fulfills the OEM requirements. Note is taken of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: china. Needle detachment.